Manufacturer narrative:
(B)(4). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. 1 complaint, this one included, has been recorded on avantage 3p cup plasma ha s58, reference (B)(4), from 07 november 2016 to 29 april 2020. The complaint history, regarding the batch number, can't be performed as it was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that screw was broken from the cup, on the right side. The implant was implanted on the (B)(6) 2016. No treatment was done to the patient. No other event has been reported.

Event description:
It was reported that screw was broken from the cup, on the right side. The implant was implanted on the (B)(6) 2016. No treatment was done to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: description of event or problem, brand name, common device name, device identification, premarket identification, follow up type, device evaluated by MFR, additional narrative. The device was not returned to the manufacturer. Therefore it could not be analyzed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that screw was broken from the cup, on the right side. The implant was implanted on the (B)(6) 2016. No treatment was done to the patient.